Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced a soft tissue reaction at the abutment site and was prescribed oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not 2622130 as previously reported. This report is filed 27 aug 2015. The implanted device remains.